Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407452 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead failed to sense atrial fibrillation (af). The ra lead also exhibited infinite impedance. Reprogramming was performed to ventricular pacing only. No patient complications have been reported as a result of this event.